Manufacturer narrative:
A philips field service engineer (fse) went to the customer site, and confirmed the audio problem. The fse noted that the device was shutdown accidently. The fse reinstalled the device application software, and then the fse saw a connector on the motherboard disconnected, but didn't know how it was disconnected. The fse reconnected and restarted the system. Configuration and functional tests were performed; the system meets the specification for the performed service and was returned to use. The fse confirmed that there were no defective parts, or software issues, just the connection issue. Based on the information available and the testing conducted, the cause of the reported problem was a disconnected connector on the motherboard. The reported problem was confirmed. The device was operational after reconnecting the disconnected connector. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Box e: reporting institution phone #: (B)(6).

Event description:
Philips received a complaint on an m3150 info center local database rel l.0 indicating that there was an audio problem; the alarms cannot be heard. A philips field service engineer (fse) already tried to change audio card and speaker without result. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.